Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator alarms with a high internal o2 occurence. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator alarms with a high internal o2 occurrence. There was no harm or injury reported. This complaint has been reviewed and it has been determined, based on information available at the time of this review, that the complaint is not reportable to any regulatory authorities. There was no patient harm or injury, and the failure would not affect the ability of the device to provide therapy.